Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed on both attempts and no errors appeared during testing. A review of logs showed no failures related to the instrument. Upon visual inspection, there was no damage found at the distal wrist. The housing was removed for inspection and found no damages.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure that the curved-tip stapler 30 instrument and the installed white reload were being fired across the pulmonary artery (pa) when the stapler and reload did not fire. No staples or blade were deployed during this event. It was reported that no errors were generated during this event. There are no images or videos of this event. The pa was reportedly in normal condition with no tension nor any obstructions during this event. The surgeon used a laparoscopic stapler instrument to continue this procedure to completion with no reported patient injury.